Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by excessive motor bearing wear with shaft end play, and black material around the bearing. Several contributing factors to the condition were identified. The failed motor assembly was replaced.